Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: 2021-01055

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient had contrast and color perception issues. The patient noticed a difference between the two eyes. The lens was exchanged one month after it was initially implanted. Additional information was requested.